Manufacturer narrative:
(B)(4). Concomitant medical products: aspirin, clopidogrel. Stent: 3.0x38mm, 2.75x23mm xience prime. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effects. The reported patient effect of restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with the use of the device. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. The 2.75x23mm xience prime referenced is filed under a separate manufacturing report number.

Event description:
It was reported that on (B)(6) 2013, a 3.0x38mm xience prime stent was implanted in the proximal left anterior descending (lad) coronary artery lesion, and a 2.25x28mm and 2.75x23mm xience prime stent were implanted in the chronically occluded, mid left circumflex (cx) coronary artery lesion without issue. On (B)(6) 2014, re-stenosis of the 2.25x28mm and 2.75x23mm xience prime stents was noted per angiography. On (B)(6) 2014, balloon angioplasty was performed as treatment. On (B)(6) 2014, the event resolved without sequela. There was no additional information provided.